Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated, and the reported event was confirmed. The drill has also fractured on the shaft. Product exhibits signs of use minor as nicks and dings. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery a four mm drill broke in half on an unknown date. The drill fractured into two pieces. No consequences or impact to the patient were reported. No foreign body was retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is exempt. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.